Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results from three (3) different pt samples that were generated by the access 2 instrument. Patient a: the initial accu tni result was 5.83ng/ml. The original sample was tested for accu tni on a different instrument in the customer's lab and a result of 0.01ng/ml was obtained. The customer then -retested the original sample on the access instrument and repeated results were: 0.03ng/ml and 0.00ng/ml. Patient b: the initial accu tni result was 6.99ng/ml. The sample was re-tested and the repeated results were: 0.01ng/ml, 0.02ng/ml and 0.64ng/ml. The original sample was tested for accu tni on a different instrument in the customer's lab and results were: 0.02ng/ml, and 2 results of 0.01ng/ml. Patient c: the initial accu tni results were: 0.03ng/ml and 0.28ng/ml. The sample was re-tested and the repeated results were: 2.65ng/ml, 0.03ng/ml and 1.49ng/ml. The original sample was tested for accu tni on a different instrument in the customer's lab and results were 0.04ng/ml, 0.02ng.ml and 0.03ng/.ml. The erroneous results were not reported out of the lab and the customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected to this event.

Manufacturer narrative:
Qc is run on every shift, and was within customer's specifications before and after the event. System check performed in 2007 passed. The samples were collected in 4ml, greiner, lithium heparin tubes with gel separators. The specimens were sampled from 2ml insert cups. A field service engineer (fse) was dispatched to the customer's lab on five days later: the fse inspected the instrument and noted dried wash buffer. The fse cleaned wash carousel. The fse conducted system check and accu tni precision testing; all results passed within specification. The fse verified instrument performance per established procedures. Although the fse addressed hardware issues, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.